Event description:
Pt was explanted due to infection. It was reported that both the generator and lead (including electrodes) were explanted. The infection was treating with antibiotics and explant of the vns therapy system. Explanting surgeon indiccated that he believes that the infection was due to the fact that the pt has a tracheostomy tube in place. It is believed that the tracheostomy tube may have leaked onto the vns implant incisio, causing the infection. The generator site had a lump that opened up and expelled staph. It was reported that the infection started in the neck incision and that there was a red streak that ran from the neck incision site to the generator incision site. Implanting surgeon indicated that he would never again implant another tracheostomy pt with the vns therapy systems. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. The infection has reportedly resolved.